Manufacturer narrative:
A review of the returned catheter found a cracked hub which would result in leakage, confirming the complaint. CAPA c-2020-016 was previously initiated to address the problem, however, the corrective actions implemented failed to mitigate the failure. The root cause investigation has been re-opened with a new CAPA c-2021-039. The CAPA will also capture the initiative to improve the product design.

Event description:
2.6fr argon dl PICC placed by interventional radiology on (B)(6) 2021 in left femoral vein catheter timed to 12cm with no external length. On (B)(6) 2021 at 0400 rn discovered crack along red hub where needleless connector attaches PICC had to be recovered and a new PICC inserted to continue treatment.

Manufacturer narrative:
Sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
2.6fr argon dl PICC placed by interventional radiology on (B)(6) 2021 in right basilic vein catheter timed to 14cm with 1cm external length. On (B)(6) 2021 at 0600 rn discovered crack along red hub where needleless connector attaches PICC had to be recovered and a new PICC inserted to continue treatment.